Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air in line alarms were occurring in an unspecified quantity of clearlink system continu-flo solution sets in conjunction with spectrum pumps. During infusions with normal saline, dextrose 5% in water, and etoposide the pumps will alarm air-in-line. The etoposide was infused at a ¿high rate¿ and to alleviate the issue the nurse had to run the chemotherapy drug via gravity which is against their hospital¿s policy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.